Manufacturer narrative:
Date rec¿d by MFR: 23aug2019. Date of report: 26aug2019. The part was not returned to failure investigation. The battery was replaced via customer service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported defect on arrival (defoa) battery kit expired and will not charge.the device was not in use at the time of the reported event; therefore, there was no patient involvement.